Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2019 with the following findings: a review of the pump¿s black box showed evidence of a load step malfunction. During testing, the sensor was unable to detect cartridge force. The pump cover was removed and internal moisture corrosion was located within the force sensor housing and sensor flex pins. Unrelated to the complaint, investigation revealed a cracked battery compartment from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a load step malfunction. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. There was no allegation of an adverse event associated with this complaint.